Event description:
The manufacturer received information alleging an issue related to a dreamstation auto CPAP device. There was no report of patient harm or injury. The device was returned to a third-party service center. Evaluation result confirmed no visible foam particles. The technician also confirmed presence of dirt particle contamination in the device as secondary findings. The device's downloaded event log was reviewed by the manufacturer and found one error. The device was scrapped.

Manufacturer narrative:
H3 other text : device not returned to the manufacturer.

Manufacturer narrative:
Upon review of this complaint, there was no alleged serious injury. In addition, the malfunction will not cause or contribute to a serious injury if the event were to reoccur. This complaint does not meet the definition of a reportable event.